Event description:
It was reported that an interrogation was requested due to the patient's irregular heartbeat. It was discovered that the right atrial (ra) lead was exhibiting high thresholds. Output was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.